Event description:
A complaint of high readings was received on a customer's precision xtra meter. The patient was found unconscious and the paramedics were called. The customer is unsure whether his machine was calibrated correctly or not. He has since calibrated correctly, and his results have been as expected. There was no report of death, or mistreatment.